Event description:
Sorin group (B)(4) rec'd a report that a piece of hair was found on the aspiration tubing of the xtra autotransfusion system during set up. The pack was not used and there was not pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the [product]. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group rec'd a report that a piece of hair was found on the aspiration tubing of the xtra autotransfusion system during set up. The pack was not used and there was no pt involvement. This event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The investigation is ongoing. A f/u report will be sent when the investigation is complete.